Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was sedated using general anesthesia in preparation for a laser cystoscopy procedure to treat bladder stones. During the procedure, the surgeon began using a moses 550 fiber. Within 1 to 2 minutes of using the fiber, the surgeon observed that it was no longer breaking up the stone. The fiber was removed, and a second moses 550 fiber was opened. The surgeon saw that this fiber also was not ablating the stone. After consultation with the sales representative, the surgeon replaced the debris shield on the console. The fiber was also replaced with a third moses 550 fiber. The procedure was continued, but then after 1 to 2 minutes the surgeon saw again that the fiber was not ablating the stone. A total of four fibers had been opened. The procedure was then aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Device 3 of 4 (fiber #3).

Event description:
It was reported that the patient was sedated using general anesthesia in preparation for a laser cystoscopy procedure to treat bladder stones. During the procedure, the surgeon began using a moses 550 fiber. Within 1 to 2 minutes of using the fiber, the surgeon observed that it was no longer breaking up the stone. The fiber was removed, and a second moses 550 fiber was opened. The surgeon saw that this fiber also was not ablating the stone. After consultation with the sales representative, the surgeon replaced the debris shield on the console. The fiber was also replaced with a third moses 550 fiber. The procedure was continued, but then after 1 to 2 minutes the surgeon saw again that the fiber was not ablating the stone. The procedure was then aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Device 3 of 3.

Event description:
It was reported that the patient was sedated using general anesthesia in preparation for a laser cystoscopy procedure to treat bladder stones. During the procedure, the surgeon began using a moses 550 fiber. Within 1 to 2 minutes of using the fiber, the surgeon observed that it was no longer breaking up the stone. The fiber was removed, and a second moses 550 fiber was opened. The surgeon saw that this fiber also was not ablating the stone. After consultation with the sales representative, the surgeon replaced the debris shield on the console. The fiber was also replaced with a third moses 550 fiber. The procedure was continued, but then after 1 to 2 minutes the surgeon saw again that the fiber was not ablating the stone. A total of four fibers had been opened. The procedure was then aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Device 3 of 4 (fiber #3).

Manufacturer narrative:
Correction information provided in d10: concomitant product/therapy. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.